Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 247s and heparin was administered. A pre-implant balloon valvuloplasty (pre-bav) was done with a 22mm non-abbott balloon. Immediately after pre-bav, a second-degree type 1 bundle branch block had occurred. The valve partially re-sheathed one time due to implant depth was too high. The final implant depth was 5.85mm. Post procedure, the patient had a complete atrioventricular (av block) and temporary pacemaker was placed. The patient required prolonged hospitalization. The patient was reported stable and recovering at home.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 247s and heparin was administered. A pre-implant balloon valvuloplasty (pre-bav) was done with a 22mm non-abbott balloon. Immediately after pre-bav, a second degree type 1 bundle branch block was occurred. The valve partially re-sheathed one time due to implant depth was too high. The final implant depth was 5.85mm. Post procedure, the patient had a complete atrioventricular (av block) and temporary pacemaker was placed. The patient required prolonged hospitalization. The patient was reported stable and recovering at home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.